Event description:
Customer called because he felt his dex meter was reading too low. Customer service found that his meter was in mmol/l rather than mg/dl. Customer stated that he did not change his diet or medication based on the low results. Customer service assisted the customer in setting his meter back to mg/dl.